Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(4), lot number 256529. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with saline mentor smooth round high profile 460cc breast implants and experienced deflation on the left breast implant after implantation. As a result, the patient has undergone removal and replacement with gel mentor memorygel breast implant 590cc, catalog number 3505590bc, lot number 6742857, serial number (B)(4) on the left breast implant and mentor breast implant of unknown type lot number 7544428, serial number (B)(4) on the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On 08/07/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Pe discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/16/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date problem observed was 02/13/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/18/2018, it was reported to mentor that the device history record ( DHR) of lot number 256529 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).